Event description:
There was an allegation of a questionable elecsys estradiol iii assay result and a questionable elecsys tsh assay result from the cobas 6000 e601 analyzer. From the primary sample tube, the initial estradiol result was <5 pg/ml and the initial tsh result was 0.035 uiu/ml with a data flag. These results were reported outside of the laboratory and were questioned by the physician. Using an aliquot of the sample, the repeat estradiol result was 326.5 pg/ml and the repeat tsh result was 2.50 uiu/ml. The estradiol reagent lot number was 566726 and the tsh reagent lot number was 512566. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found the analyzer alarm trace had an alarm for abnormal sample aspiration. He ran performance testing and system checks that were successful. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified. The issue is consistent with a pre-analytical handling issue which cannot be identified based on the limited amount of information provided.